Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed troubleshooting options, with air entrapment suspected as the cause for the oversensing. The patient will be monitored. This device remains in service. No additional adverse patient effects were reported.